Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump. Additionally, the customer was using cold insulin. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide and educated customer regarding the use of room temperature insulin. Customer changed cartridge and infusion set to address the issue. The customer continued to use the current pump and will revert to manual injections for insulin therapy if necessary.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.